Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, sometime after midnight, the patient experienced hypoglycemia. The patient was excessively sweating and lost consciousness at some point. The patient stated that she didn¿t receive an alert for hypoglycemia from her cgm as her readings were inaccurate; she stated that her cgm was reading 4.8 mmol/l, while her blood glucose meter value was 0.1 mmol/l. The patient¿s dog reportedly had to alert her of her low glucose values, and her partner intervened by treating the patient with glucagon, six jellybeans and a sweet juice carton. The patient did not report requiring any further treatment and was not taken to the hospital. The patient reported additional inaccurate values; however, it was not specified when these readings were taken. The cgm was displaying low while the blood glucose reading was 9.0 mmol/l and the cgm was displaying 14.7 mmol/l while the blood glucose reading was 6.7 mmol/l. At the time of the report, the patient was feeling tired but otherwise doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid at the time of hypoglycemia. The additional reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within c zone of the parkes error grid. No additional patient or event information is available.